Manufacturer narrative:
A specific cause for the reported gastrointestinal (gi) bleeding cannot be conclusively determined. The patient remains ongoing on the left ventricular assist system (lvas) the product was not available for investigation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 6 days.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient¿s hematocrit (hct) was at 23.9 percent and was transfused with 1 unit of packed red blood cells (prbc). Anticoagulant at the time of event was heparin. It was reported that the patient had melanotic stools with possible gastrointestinal (gi) bleed. The patient was given 3 additional units of prbcs within the next 24 hours, without appropriate hgb increase. Also 1u fresh frozen plasma (ffp) given. On (B)(6) 2017, colonoscopy revealed extravasation from 2 small distal cecal arterial branches; successful coil embolization was done. On (B)(6) 2017, patient was transfused with 1 unit of prbc. No additional information was provided.